Event description:
The manufacturer received information that a patient with a ds2adv auto CPAP device passed away and the patient¿s daughter is unable to return the affected device because they no longer have it. There were no further details provided. There was no allegation that the device contributed to the death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.